Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity (rx) drug eluting stent. The device was device removed from packaging per IFU and inspected with no issues noted. The target lesion in the lad exhibited 80% stenosis and a little calcification. Lesion pre-dilation was performed. It was reported that the stent dislodged during delivery to/at the lesion. The dislodged stent was reported to have been recovered using another resolute integrity device. No further patient complications were reported.